Event description:
03/14/97: double lumen port inserted flushed & drew blood in or. 03/14/97: later in day: lateral port difficulty drawing blood. 03/16/97: deceased after flushing. 04/18/97: both ports accessed lateral port hard to flush both drew blood work. 06/06/97: both parts accessed lateral port hard to aspirate and flush declot attempt with urokinase unsuccessful. 06/07/97: urokinase declot again unsuccessful. 07/18/97: port explanted: device ntoed to be abnormal another part implanted..